Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(4). Batch: 7096963.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a lead implant procedure with no complications. However, the patient remained hospitalized after a series of problems with the patients care in the hospital. The patient was never discharged and it was later reported that the patient was deceased. The physician did not believe the patients death was device or procedure related.